Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleged about the wire is cracked on the power cord. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found dust and there was an evidence of foam degradation. The device's downloaded logs were reviewed by the third-party service centre. There were seven error codes found. The third-party service centre concludes that they could confirm the customer's allegation and there was a visible foam degradation and unit got scrapped.